Event description:
A pt reported difficulties reading small letters after binocular intraocular lens (iol) implant surgery. The pt is able to see big letters in normal light conditions and can see clearly in high light environment, but in normal light conditions vision is blurred with small letters. The pt consulted with this doctor who might recommend wearing glasses. A postoperative consultation is scheduled for (B)(6) 2014. Additional info has been requested. This is one of two reports being filed for this pt. This report is for the left eye (os).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).